Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Note: manufacturer contacted customer on 1/18/2019 in a follow-up call to ensure the customer's condition since the initial call. Customer received the replacement product and satisfied with the readings, customer's condition had improved and currently don't have diabetic symptoms.

Event description:
Consumer reported complaint for hi display. Mom is calling on behalf of the customer. The expected fasting blood glucose test result range is 150-200mg/dl. The customer did report symptoms of excessive thirst. Medical attention is reported as a result of the symptoms. The product storage location is undisclosed. During the call, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer states that the meter is giving high blood results. Customer called the ambulance (rescue squad) on (B)(6) 2019 because the meter was showing hi. Customer was in the hospital previously on (B)(6) 2019 because of high blood sugar. Customer informed that for two days his blood result was 585mg/dl in the hospital and was given three IV and a shot to bring his blood sugar down. Customer states he has not been going to the doctor for check-ups nor has he been taking his insulin, so that is why his blood sugar went high. Customer feels fine now and is not having any symptoms pertaining to his diabetes. Customer states that when released, his blood sugar was over 400mg/dl with hospital meter. Customer normal glucose range is 150-200mg/dl fasting, but he has not been taking any meds. Customer does not have any more stirps at this time to run a blood test.